Manufacturer narrative:
Citation: zhou y transcatheter versus surgical aortic valve replacement in low to intermediate risk patients: a meta-analysis of randomized and observational studies. Int j cardiol. 2017 feb 1;228:723-728. Doi: 10.1016/j.ijcard.2016.11.262. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding transcatheter versus surgical aortic valve replacement. All data were collected from multiple centers between 2000 and 2016. The study population included 6214 patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: cerebrovascular events, myocardial infarction, atrial fibrillation, permanent pacemaker implant, major vascular complications and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.